Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04049. It was reported the patient was unable to increase the amplitude of the stimulation due to auto-reducing of the system. A replacement programmer did not resolve the issue. X-rays determined on of the leads was fractured. It was reported the patient wanted to have the scs system removed due to the fractured lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.